Event description:
Patient with a total knee implant developed an infection. The implant was removed and a spacer was put in.

Manufacturer narrative:
Patient with a total knee replacement developed an infection. The implant was removed and a spacer was put in. Review of the device history record indicates that the device was manufactured to spec. All sterilization requirements were met.